Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that guidewire stuck occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 0.014 non-boston scientific guidewire and an opticross 18 vascular imaging catheter were selected for use. During the procedure, the physician did not notice the damage to the wire, causing the catheter to bend and became stuck with the wire while advancing. Both catheter and wire were removed together, and the procedure was completed with another of the same device. No patient complications were reported.